Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: left unknown / vanished'), abortion spontaneous ('miscarriage / pregnant then no heartbeat') and pregnancy with contraceptive device ('pregnant/pregnancy(stillbirth or miscarriage)miscarriage') in a (B)(6) female patient who had essure (batch no. A34524 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (7), parity 4 (((B)(6) 1995, (B)(6) 1997, (B)(6)1999, (B)(6) 2012)), abortion and recurrent abortion. Concurrent conditions included hypertension since (B)(6) 2012, thyroid disorder since (B)(6) 2012, diabetes since (B)(6) 2012, depressive disorder since 2010, sleeplessness, fatigue, vaginal haemorrhage, amenorrhea, premenopause and menses irregular. Concomitant products included sertraline hydrochloride (zoloft) for depression and anxiety as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2017, iron from (B)(6) 2012 to (B)(6) 2015, levothyroxine since 2012, metformin since 2012, nsaids, omeprazole from (B)(6) 2014 to (B)(6) 2015, paracetamol (acetaminophen) and trazodone hydrochloride (trazodone hcl) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic pain"), 10 months 14 days after insertion of essure. On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), depression ("psychological or psychiatric problems-condition:depression") and anxiety ("psychological or psychiatric problems-condition:mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff underwent not specified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming bilateral tubal occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2014: intrauterine gestational sac noted. No yolk sac or fetal pole seen at this time. Possible very early iup vs blighted ovum. Right essure noted. No left essure could be identified. No fluid in cds. Adnexa and cornua negative bilaterally. Most recent follow-up information incorporated above includes: on 26-nov-2019: this report was identified to be a duplicate to record # us-bayer-2019-224579 (medwatch 3500a MFR number 2951250-2019-12247) which will be deleted from bayer safety database after all information was transferred to this record # us-bayer-2017-191921 which will be retained. New: social media reporter was added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.